Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise which resulted in pacing inhibition of greater than two seconds on a non-boston scientific left ventricular (lv) lead which plugged into the right ventricular (rv) port of the device. Technical services informed the rv port makes all the sensing decision. It was noted the lv sensing is turned off. Additionally, review of anti- tachycardia response (atr) episodes from january noted noise on a non-boston scientific right atrial (ra) lead. The patient is pacemaker dependent. Isometrics was performed and the noise could be reproduced. Technical services (ts) did not suspect the noise was due to electromagnetic interference (emi) as the noise events occurred only on one afternoon. Ts recommended to ask the patient what he may have been doing at the time of the noise. Since the patient is elderly they would like to try and avoid surgery. Subsequently, the crt-d was abandoned and replaced with a pacemaker on the patients right side. The ra, rv, and lv leads were also surgically abandoned and replaced successfully. No additional adverse patient effects were reported.